Manufacturer narrative:
Continuation of d10: product ID 977c290 serial# (B)(6). Implanted: (B)(6) 2023: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The rep provided the serial numbers of the ins and lead. The rep reported the impedances were high, but could not provide exact meas urements. The cause was undetermined. The patient did not want to replace the lead, so the physician did not. The issue was resolved by programming the other side of the paddle.

Event description:
Caller (rep) was contacted by the patient (pt) today as pt is seeing a therapy increase not available on their handset when trying to increase their stim. Pt is feeling stimulation but was trying to increase above 9.6ma when they saw the message (pt has 2 programs in affected group). Pt also using 300us and 50hz in this program for cervical stim using paddle lead. Pt recently had one of their implantable neurostimulator (ins)'s replaced via a routine ins replacement. Reviewed option to try to decrease pw and increase amplitude or vice versa or try another group. Per caller, one side of pt's cervical, surgical lead is "out" due to impedance issues. They are using the other side of the lead to get right and left side stim coverage. The exact start of the impedance issue isn't known by caller but it was pre-existing to the ins replacement on (B)(6) 2025. The new ins has not been registered yet.

Manufacturer narrative:
Continuation of d10: product ID: 977a260, serial# unknown, product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.